Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine pulse generator the left ventricular lead dislodged, the lead was cut and capped. The patient's condition was fine post procedure.